Event description:
During rf ablation case the doctor was getting a fault 23 error; unable to perform stem sensory and stem motor test. Stem output knob would not move past 2-blinking and flashing display, and replaced the probe with the same result. Turned system on and off three tiems and the doctor had to abort the surgery. This unit was a back-up unit and another one was not available. A 10cm probe was being used with the generator. Patient was rescheduled for 3/30/2006.